Event description:
It was reported that during a procedure, the tip of the unit broke off. The surgeon used another unit to complete the procedure. Further, no adverse consequences to the pt were reported.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.